Event description:
It was reported that the insulin pump experienced issues, and the customer was advised that the device be replaced. The blood glucose reading was not provided. No further details were reported.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with a minor scratched display window and cracked reservoir tube lip.